Manufacturer narrative:
Device evaluated by manufacturer. The device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user preference. (B)(4).

Event description:
It was reported that during stent placement procedure, the deployed stent extended beyond the lesion. The lesion was located in the superior vena cava (svc). The physician deployed the 20 x 80mm x 100cm wallstent-uni endoprosthesis with unistep plus delivery system into the svc and noted that one end of the wallstent was protruding slightly into the right atrium. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.